Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient, who was last seen in clinic 32 months prior, presented to the ER, where it was found that the pacemaker was unresponsive to attempts to interrogate. Invasive intervention was taken and the device was replaced. No further patient complications have been reported as a result of this event.